Manufacturer narrative:
No product returning for evaluation. Attempts were made to obtain all available info. Should new info become available, a follow up MDR will be submitted.

Event description:
Received info stating customer currently has auto-off set to 12 hours. Customer eats dinner around 5pm, does not interact with his pump afterwards, and goes to sleep earlier than normal. Customer reports that auto-off alarm occurs in the morning and customer has experienced a peak in blood glucose level. Reportedly, after customer spoke with his doctor, the auto-alarm setting has been changed and customer has had no further issues.